Event description:
It was reported that, "dr. Warner was fusing from l4-s1. Pedicle screws were placed at each level. A 4.5x600 vitallium rod was cut and bent. A corkscrew persuader was need to persuade rod to screw head. A blocker was placed in through the persuader and persuader was removed. The blocker popped off the screw head when the persuader was removed. The blocker was cross threaded and new blocker was used with the rod fork. The blocker was seated and final tightened without any further incident."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.